Event description:
During intra-operative use of electrocautery unit with extended insulated blade electrode, patient sustained 2 dime sized skin burns attributed to defect in tip insulation. Please refer MFR report # 1717344-2014-00016.